Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the device had loose handle. And the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The complaint was reported for "controls spin on their own". The product analysis confirmed that the device had loose handle. Moreover, scratches on distal edge, scratches on outer tube, loose lg adapter, minor dents and scratches on video connector and dark image..no other issues were identified. A labelling review was not required. A DHR was not required. A service history review was not required. A risk review was performed, and no unanticipated failures or harms were identified. A historical review of the last 12 months of complaints related to "controls spin on their own" was performed, and no trends were identified. A CAPA history review was performed for issues related to "controls spin on their own", and findings reveal that no related capas were found. The complaint is confirmed. The device had loose handle. The most probable cause of the complaint is d02, which is: expected or random component failure without any design or manufacturing issue. No further escalation is required.

Event description:
It was observed, that during the device evaluation. The subject device exhibited the unit had loose handle, loose light guide adapter. Minor dents on video connector and dark image. There was no patient involvement.